Manufacturer narrative:
This complaint is still under investigation.

Event description:
Update (B)(4) 2013: pt weight; doi; lot information.

Event description:
The patient felt pain and had fever recently. Because there were some black fragments on stem neck taper and the head neck was worn, all the implants were removed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other similar report against the 2475979 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other similar reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. No further event information or investigational inputs have been made available to customer quality. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.